Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported the device was used for the operation of the tonsils. Smoke reeked up from the device. It was found that the blade was turned red by heat. Another device was used to complete the case. There were no adverse consequences to the patient.